Event description:
It was reported that leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "nurse feedback blood leakage at septum while patient's vein was well, then removed the needle and the patient was forced to penetrate the central vein".

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7047028. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Also, through previous investigations, our engineers were able to identify aging of the septum as the root cause for this event. The septum is expected completely close after the removal of the cannula, this seal prevents the leakage of the device. During our evaluation, the septum of the returned device was found to be open. From previous investigations we know, that as the septum ages, the septum will lose elasticity. Experimental testing of septums in hot of dry environments determined that the septum will age, losing its elasticity and ultimately failing to successfully close after cannula removal. In response to this event we have notified our contracted shipping companies, and recommunicated bd's expectations for the implementation of environmental controls, during shipment and storage of our devices.

Manufacturer narrative:
The reported lot# 7047028 was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "nurse feedback blood leakage at septum while patient's vein was well, then removed the needle and the patient was forced to penetrate the central vein."